Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has failed functional testing. It was verified during testing that meter was reading high with control solution test. The reason for this was that the optics on the meter were cracked, resulting in high inaccurate readings. Therefore, the pt's complaint was confirmed. If additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.